Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with an infusion set in place and no pump alarms or delivery stops noted; the user confirmed high glucose with a fingerstick and chose to administer a manual injection per physician direction after declining an infusion set change, and was advised to remain disconnected from the pump for at least two hours. Symptoms included elevated blood glucose with trace ketones and no acute complications. Outcomes included no medical intervention, no hospitalization, and no need for assistance. Investigation included troubleshooting and user education regarding hyperglycemia management and pump disconnection after manual insulin administration. Investigation of this case revealed no device malfunction reported and an unclear cause of hyperglycemia given the absence of alarms or delivery interruptions. It was concluded, based on previously established findings for similar reports, that the cause was unclear.